Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the architect free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 65132ud02. However, testing was performed utilizing retained kits of lot 65132ud02. All testing passed indicating the reagent lots are performing as expected. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 65132ud02 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 for lot 65132ud02 was identified.

Event description:
The customer reported a falsely elevated architect free t4 results for one sample. The following data was provided (customer provided reference range: 9.01 to 19.05 pmol/l):initial result was >64.35 pmol/l, repeat = 17.08 pmol/l. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated architect free t4 results for one sample. The following data was provided (customer provided reference range: 9.01 to 19.05 pmol/l): initial result was >64.35 pmol/l, repeat = 17.08 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.